Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 28 april 2025, senseonics was made aware of an incident where user reported that sensor broke into three pieces during removal procedure.all the pieces of broken sensor were successfully removed.to further evaluate the issue and to determine the root cause, a return material authorization (RMA) was issued to bring the sensor back for investigation.

Manufacturer narrative:
On (B)(6) 2025, it was reported that the sensor broke into three pieces during removal on a (B)(6) 2025. Per case notes, all pieces of the sensor were extracted, and a new sensor was inserted for the user. An RMA was approved to return the broken sensor to senseonics for further investigation. However, at the time of closure of this complaint the sensor was not received at senseonics. The potential root cause of fracture of sensor during removal is usually excessive force on the removal clamps/pliers grabbing an extremity or part of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. B4. Date of this report: 11 june 2025. G3. Date received by the manufacturer? 11 june 2025. H3. Device evaluated by manufacturer? No. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4311.